Event description:
It was reported that the PICC was being flushed by the nurses in the teenage cancer unit when the PICC leaked from the exit side. PICC had been insitu since (B)(6) 2013. PICC removed and another PICC had to be placed. PICC leaking from 41.8cm.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reqb1113 showed one other similar product complaint(s) from this lot number.